Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient remains in the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a patient experienced defibrillation event consisting of two treatment shocks. Rapid atrial fibrillation at 160 bpm and nsvt at 185 bpm contributed to the two false detections, respectively. The response buttons were not pressed during the entire event. The patient was an in-patient of a hospital at the time of the event. The patient was reported to be not conscious, sedated and intubated at the time of the event. The patient remained in the hospital following the treatment and continued use of the lifevest.